Event description:
Customer reports lower than expected inr on one patient on coumadin with hemochron signature+ / pt assay compared to an unknown lab instrument. Also reports an inconsistent result for with the hemochron instrument for a second patient. This report is for patient 2 of 2. Patient therapeutic range is 2.5 - 3.0 inr - current coumadin dose unknown. Inr result <0.8 reported with itc pt test. Subsequent repeat itc pt test 3.0 inr. No lab test, additional information on adverse event, intervention, or serious injury reported at this time.

Manufacturer narrative:
Further itc investigation to include further information regarding any patient 2 treatment and / or outcomes. MFR evaluation / investigation pending product return from user facility.